Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. This is the first complaint for this lot number and issue to date. Visual/functional/image evaluation: no device and no images were returned, therefore visual, functional, and image evaluations could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: the ultraclip ii tissue marker is a sterile, single use device comprised of a disposable introducer, and a metal implantable tissue marker clip. The indications for use: the ultraclip ii tissue marker is intended for use to attach to soft breast tissue at the surgical site during an open surgical breast biopsy or a percutaneous breast biopsy to radiographically mark the location of the biopsy procedure. How supplied: the ultraclip ii device is supplied sterile and non-pyrogenic unless the package has been opened or damaged. Sterilized using ethylene oxide. For single use only. Do not reuse. Do not resterilize. Warnings: as with any foreign object implanted into the body, potential adverse reactions are possible. It is the responsibility of the physician to evaluate the risk/benefit prior to the use of this device. This device has been designed for single use only. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. Do not resterilize. After resterilization, the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications. Cleaning, reprocessing and/or resterilization of the present medical device increases the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal and/or mechanical changes. Potential complications: potential complications of marker placement may consist of hematoma, hemorrhage, infection, adjacent tissue injury and pain. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported 3 weeks after a breast biopsy marker was implanted in the left breast, the patient had been experiencing pain in the biopsy region since the marker was implanted and was also feeling sick. The marker remains implanted. The patient was given antibiotics by her primary care physician due to a claim of feeling sick.

Manufacturer narrative:
The lot number has been provided and the DHR is under review. The sample has not been returned. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.